Event description:
Consumer purchased over two years ago miracle ear hearing aids and they seemed defective immediately. The devices worked in the morning but started to fade by mid-afternoon and would completely stop functioning by evening. Returned them for repair at the store where purchased. After several weeks got hearing aids back supposedly repaired, but the same problem occurred. Returned them several more times for repair with the same result. To this day the devices do not function and consumer cannot use them. Comsumer wants the co and/or the retail store to give new ones that function properly if they cannot fix them.